Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Parent of patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, flat creases, and around 25-50% of the plug strap is missing. A leak test was performed and found three openings. A microscopic analysis identified two curved punctures on the anterior side assessed as surgical damage and a curved sharp opening on the anterior side assessed as an unidentified tear opening. No shell thickness due to opening being very small. Also noted a broken plug strap with sharp edge assessed as an unidentified tear opening. A fill inspection was performed and identified no blockage in the valve.

Event description:
Parent of patient reported right side deflation. Device has been explanted.

Event description:
Device has been explanted.